Event description:
On 8/2/96, the facility pharmacist contacted a MFR nurse and reported that the return volume with this device had doubled in the past and breakthrough pain was alleviated by increasing the drug concentration from 500mg/50cc to 700mg/50cc; however, lately that has not helped. The facility pharmacist was unable to supply the MFR nurse with specific refill info, due to the refills being contracted out. At that time, the pt was in the hosp with pneumonia and was scheduled to be discharged to the nursing home or possibly moving to another state to be with his daughter. The MFR nurse suggested a sideport dye study be performed to determine patency and position of the device catheter and to rinse with two 50cc syringes of pfns in case an airlock has occurred. In addition, the MFR nurse suggested to flush the device sideport with pfns to determine if the device flushes easily. The facility pharmacist informed the MFR nurse that he would inform the physician and supply the physician with the MFR's telephone number.

Manufacturer narrative:
On 09/20/96, a manufacturer contacted the facility pharmacist for additional information concerning this event. The facility pharmacist informed the MFR that the patient went 52 days without a device refill. The patient was seen on 9/10/96, at which time, the device had 2cc remaining in the device reservoir. Also, on 9/10/96, the facility nurse was present and the device was flushed twice with 50cc of saline. The first device flush had a return volume of 50cc; however, the second device flush returned 52cc. At this time, the device flow rate is .96ml/day. The patient was scheduled to return in 25 days on 10/04/96. The physician may increase the drug concentration to alleviate the patient's break-through pain. The facility pharmacist stated that there was talk of prescribing percocet; however, he does not believe this will be strong enough. In addition, the facility pharmacist informed the MFR that the patient has a small, circular bump, that is not red and the patient does not complain of pain in that area. The facility pharmacist believes it may be a cyst and the MFR questioned if he though it might be the device sideport. However, the facility pharmacist stated that according to the diagram the device sideport is located at the 7 o'clock mark and the "bumb" is located around the 4 o'clock mark. The facility pharmacist also informed the MFR that he has never actually seen one of these devices. The MFR requested that the facility pharmacist also informed the MFR that he has never actually seen one of these devices. The MFR requested that the facility pharmacist contact the MFR after the next device refill. In addition, the MFR is attempting to schedule a clinical rep to be present at the next device refill scheduled for 10/4/96.